Event description:
A customer contacted beckman coulter inc., (bec) to report that they observed a diluent leak underneath the coulter lh 750 slidemaker to the left of the manual probe. The fluid leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and glasses at the time of the event. There was no exposure to mucous membranes or open wounds and medical attention was not sought. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. There was no impact to patient results. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse found tubing through valve line (vl2) leaking. The fse replaced the tubing, performed vip verification, cleaned compressor's air filters, and checked vacuums and pressures. Service was verified to meet the specified requirements per established procedures. Results meet published performance specifications. Per e-mails from the fse, the vl2 line is associated with the sample access module (sam)/slidemaker and closes the line on the first t-fitting. Only the tubing was leaking; it was worn by the pinch valve. The leak consisted of a large amount of diluent only. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak is attributed to a hole worn in the tubing at vl2. (B)(4).